Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a 60-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. The patient developed a clot in the aorta. The pump remained for 6 days of support and was explanted and care escalated to the 5.5 pump.

Manufacturer narrative:
The investigation for the thrombus has been completed. Impella cp returned for evaluation. Upon visual inspection, no biomaterial was present on pump. Dried dextrose present in outflow cage, pump was soaked in water for approximately 5 minutes and dextrose was removed. No additional biomaterial present on pump after soaking. Clinical details noted that physician wanted pump inspected to rule out pump as potential cause of clot. No evidence of biomaterial ingestion from lt logs. The root cause of the thrombus could not be determined without additional clinical details. Corrections to the initial MFR report: g1 MDR reporting contact email.